Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported eighteen infusion sets that the patient experienced high blood glucose levels 400mg/dl with the symptoms of fatigue, malaise due to bent cannula on (B)(6) 2026 and managed by after changing out the site.